Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty and frequently charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. Explanted ipg will not be returned.